Event description:
Intera oncology received a comment from patient's spouse on an instagram ad posted through the intera oncology instagram page. The ad demonstrates how the pump works, with the caption: "colon cancer spread to liver treatment options, or bile duct cancer within the liver: consider hai therapy." The patient's spouse comment was: "until that tumor forms in the ivc and grows into the heart. Biggest mistake we made in my wife's cancer battle was getting this device." The instagram account is private, so our only way to reach him is by responding directly to his comments on the ad. On march 3, 2026, boston scientific marketing team sent a message to the patient's spouse on instagram asking for additional information.

Manufacturer narrative:
To date, the patient's spouse has not responded to our message in instagram for additional information. Therefore, the root cause of this complaint is inconclusive as we don't have sufficient information. If additional information is received, a supplemental report will be submitted.